Event description:
Patient returned to operating room for retained raytex sponge, did not show on initial abdominal x-ray in operating room. In pacu, a cxr was done to look for the missing sponge, but was difficult to visualize on film. The surgeon had to wet a sponge, put it on abdomen and film, and compare to the questionable finding behind the liver, under the diaphragm to compare and confirm that it was indeed the missing sponge. Reason for use: exploratory laparotomy - repair perforated viscus.